Event description:
A nurse reported during a cataract extraction with intraocular lens implant the patient sustained a posterior capsule tear. An anterior vitrectomy was performed and the lens was inserted into the capsule bag. Patients symptoms have resolved without treatment. The surgeon does not suspect the manufacturers product to have caused posterior capsule tear.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when add'l reportable info becomes available. (B)(4).